Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. On 9/2/2016 - mobile view station (mvs) would not boot. Verified operation of power switch, power cord, and isolation transformer. Power into the mvs board, but no power to uninterruptible power supply (ups). Mvs power board and ups both ordered for replacement. On 9/6/2016 - found a screw laying across the mvs power pcb, which caused the board to short. Removed screw mvs was then able to power on. O-arm passed all tests. The root cause of the reported issue was found to be a screw on the mvs power board. No part replacement necessary. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that after the completion of a procedure, the imaging system powered down unexpectedly. This reportedly occurred while the user was attempting to transfer images to the hospital network. The system would not power back on. The power line fuses were replaced without resolution. There was no patient present when this issue was identified.